Event description:
During an in-clinic follow-up, high pacing impedance and increased capture threshold were observed on the right ventricular (rv) lead. The cause of the event was due to suspected lead damage, although it was not confirmed. Diagnostic imaging was performed and revealed no anomalies. The rv lead was capped and replaced to resolve the event. The patient was stable.

Event description:
Additional information was received that there was a suspected lead fracture.